Event description:
A customer reported that there was no vacuum, the occlusion bell went off, and a system message displayed during a cataract extraction procedure. After a delay, the procedure was completed with no harm to pt. Additional info has been requested.

Manufacturer narrative:
The company representative examined the system and was not able to replicate the reported event. The company representative replaced the fluidics module. The system was then tested and found to meet product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).